Event description:
It was reported that the device was returned for service. Report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was returned for service. During service, technician noted failed noise test, failed temperature test, failed speed test, bearings worn becoming hot at defective coupling, and a hole in a hose due to normal wear. Technician needed to replace bearing, rebuilt coupling and new hose.